Manufacturer narrative:
Part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected lot number of concomitant device 03.010.440. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: proximal locking screw 4x44mm (part: unknown, lot: unknown, quantity: 1), insertion handle for suprapatellar (part: 03.010.440, lot: 170125-101, quantity: 1).

Manufacturer narrative:
Patient ethnicity is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar procedure on (B)(6) 2018, a tibial nail was inserted using the suprapatellar instrumentation. After placing a proximal locking screw in the dynamic hole of the tibial nail, they attempted to remove the insertion handle. They could only get the connecting screw to turn a little. They ended up breaking the tip of the ball hex screwdriver in their efforts to get the connecting screw out. Fragments were generated but were removed easily without additional intervention. They decided to remove the proximal locking screw and pull the tibial nail out. A different instrumentation set was used, and a new tibial nail was inserted. The same proximal locking screw was reinserted in the new tibial nail and the distal locking screws were then completed. The procedure was completed successfully with a 40-minute surgical delay. The patient outcome was good. Concomitant device: proximal locking screw 4x44mm (part: unknown, lot: unknown, quantity: 1), insertion handle for suprapatellar (part: 03.010.440, lot: 07611819447, quantity: 1). This report is for a ball hex screwdriver 8mm. This is report 2 of 3 for (B)(4).